Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an a partial dose of a vial of tylenol was infusing. When done the pump auto switched to kvo and the patient was administered too much of the medication. There was no report of patient harm.